Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support after being advised to perform a factory reset and was guided through setup; during the call the user¿s blood glucose was reported at 482 mg/dl and the pump was displaying high, and later the user reported a decrease to 396 mg/dl. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with no alerts or alarms reported and no medical care beyond self-management. Investigation included support-led troubleshooting and education. Investigation of this case revealed no device malfunction reported and no specific device component concern identified, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.